Event description:
As reported, the continuous alarm suddenly sounded during use for a pt. The waveform did not function and gas delivery stopped. The operator could not confirm the alarm indicator and light color. The hosp staff was changing the bed sheets of another pt in the same room at the time of this incident. The reported problem occurred at the same time the hosp staff touched the urine package of the pt (on the ventilator). After turning off and on, the ventilator worked normally. Please note there was no death or serious injury in this case.

Manufacturer narrative:
Investigation: in the failure investigation lab the ventilator was tested and confirmed function to normally after being rec'd from the customer. An electrostatic discharge (esd) test was conducted to try to reproduce the reported problem. During this testing, it was determined that a radiated esd event can cause a communication error alarm if an ungrounded external remote silence cable has been connected to the ventilator. Summary: the reported failure is most likely due to an esd discharge onto the remote silence cable that was attached to the ventilator through remote silence port. It is our understanding that this cable was in close proximity ("lying on the bed rail") at the time when the bed sheets were being replaced. The source of the esd discharge was likely the bed sheets. During the investigation, it was also found that the remote alarm connector port was properly grounded to the chassis. A fiber washer was installed between the chassis and the connector body. This was not likely related to be reported problem. Conclusion: add 4700pf capacitor installed between the connector of the external remote alarm silence port and ground. For additional esd protection the non-conducting washer that was installed on the remote alarm port has been removed.